Event description:
On (B)(6) 2024, a male patient with a history of rectum diverticulum underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept became aware that two days after post-aquablation therapy, the patient began to experience abdominal pain, and a diagnostic procedure was performed. The patient was found to have a rectal perforation. The perforation was surgically repaired. It was reported that the current status of the patient is unknown; however, he has been discharged. It was reported that no issues were experienced during the aquablation therapy, and no resistance was experienced during ecbp-1 trus probe insertion. No blood was noted on the ecbp-1 trus probe when it was removed from the patient's rectum. No malfunction of the apogee 2300 digital color doppler ultrasound imaging system and associated component ecbp-1 trus probe were reported during this event.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.